Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Wife of end user reports has been using product since (B)(6). In past month, has been treated for urinary tract infection with various antibiotics including 2 rounds of cipro. Noted 2 weeks ago, developed pimple like rash of lesions under tape collar. States was off antibiotics for a few days and rash improved. Restarted this week on antibiotic and rash worsened. Will call md for nystatin powder rx.